Event description:
Device gave incorrect sensor glucose values outside of the claimed values. Also continue to have multiple issues with initial insertion of device even though device claims to be "easy insertion" even with proper device education. Device also fails several times throughout the day to pair properly with my other medical device that keeps blood glucose stable daily which leads to irregular values.